Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 19g 1-1/2in tw experienced a needle hub hole/cracked/damaged. The following information was provided by the initial reporter: broken needle hub ¿ inspected by compounder while packaging was intact. Rejected for use. Opened package for closer inspection and photo.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: one photo and one actual sample was received by our quality team for evaluation. From the photo and visual inspection of the sample, damaged hub was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The suspected root cause of this nonconformance is there was low back pressure at the divider unit causing a jam. This causes the needle hub to get stick in the shutter which causes the damage. The production technician might have missed out to clear and dispose of the jammed parts at the shutter which caused the affected parts to flow down the process. The needle primary packaging document will be updated to remove jammed components from the machine and awareness training to the production technicians on this nonconformance will be conducted.

Event description:
It was reported that the needle 19g 1-1/2in tw experienced a needle hub hole/cracked/damaged. The following information was provided by the initial reporter: broken needle hub ¿ inspected by compounder while packaging was intact. Rejected for use. Opened package for closer inspection and photo.